Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 5 patient samples tested for ise indirect na and ci for gen.2 on a cobas 4000 c (311) stand alone system. Refer to attached data for the patient results, gender and age. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number was e25 and the cl electrode lot number was y37. The expiration dates were not provided. The electrodes were installed on (B)(6) 2018. All electrodes, including the reference electrode, were replaced. The field service engineer (fse) visited the customer site on (B)(6) 2018 where no issues were identified with the rinse unit. No crystallization was observed on the electrode block. The ise check results were correct. The customer has not complained of results for any other patient samples.

Manufacturer narrative:
The customer provided failed calibration data for 12/17/2019. The customer did not perform the required corrective maintenance or recalibration and continued to measure samples.